Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that actions taken were reprogramming with various pulse widths, rates, and electrode configurations, but this didn't resolve the issue. The cause was oor (out of regulation) on the battery. The nurse couldn't get the battery to deliver enough power to stimulate the patient at a high enough amplitude to provide the same pain relief that their previous model implantable neurostimulator (ins) that it was changed from could.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-dec-11 email, siebel (B)(4) (for, rep, con): it was reported that the patient with spinal cord stimulation could not increase the stimulation up to a stronger value (max was 14 instead of 25, but no further information were given). No error codes or messages were displayed on the patient programmer. Patient has a good therapy stimulation but the stimulation was not strong enough. No further complications were reported or anticipated. 2018-12-14 email x2 (for, rep): additional information received reported that the healthcare provider was trying to set up the stimulation for a patient for scs, whose ins was been recently replaced with an intellis, and the patient was implanted with a quad lead. Impedances were within the range for 3 of the 4 electrodes. The stimulation was set as bipolar. While programming the intellis went on oor. They tried to use different pw and rate combination but they could not reach an optimal stimulation for the patient to be relieved from the pain. No further complications were reported/anticipated. 22-jan-2019 e2 (for, rep): additional information was received from the manufacturer representative. It was reported that actions taken were reprogramming with various pulse widths, rates, and electrode configurations, but this didn't resolve the issue. The cause was oor (out of regulation) on the battery. The nurse couldn't get the battery to deliver enough power to stimulate the patient at a high enough amplitude to provide the same pain relief that their previous model implantable neurostimulator (ins) that it was changed from could. 2019-02-05 email (for, rep): no new event information provided 2019-03-19 email (for, rep): no new event information received.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the healthcare provider was trying to set up the stimulation for a patient for scs, whose ins was been recently replaced with an intellis, and the patient was implanted with a quad lead. Impedances were within the range for 3 of the 4 electrodes. The stimulation was set as bipolar. While programming the intellis went on oor. They tried to use different pw and rate combination but they could not reach an optimal stimulation for the patient to be relieved from the pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with spinal cord stimulation could not increase the stimulation up to a stronger value (max was 14 instead of 25, but no further information were given). No error codes or messages were displayed on the patient programmer. Patient has a good therapy stimulation but the stimulation was not strong enough. No further complications were reported or anticipated.